Event description:
The customer reported that while the iabp was in use on a patient, the iabp stopped pumping. The iabp was wheeled into cath lab over the weekend with a note indicating that the iabp was "not working." The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed a "blood detected" alarm in the fault log, but no blood was found in the iabp. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).